Event description:
It was initially reported in october that the patient¿s battery had died. It was noted that the patient needed their battery replaced as soon as possible. Additional information received reported this was a ¿routine¿ end of life (eol) and the device was explanted.

Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3998 lot# j0546231v, implanted: 2005 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery had reduced capacity. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.